Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system kept rebooting constantly. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device kept rebooting constantly. The field service engineer (fse) replaced the battery and power supply. After replacing the power supply, all half height drawers were not functioning. The controller boards were isolated from the pyxisbus module control boards, but the drawers still did not function. The field service engineer (fse) replaced three pyxisbus module control boards (drawers 2, 3, and 4) and three controller boards (drawers 4.1, 4.2, and 3.2). The station was rebooted, the application was launched, and the drawers were configured in storage space configuration. Power and functionality were also tested using the hardware test application (hta). It was determined that during a previous replacement, several controller boards were blown. After those boards were replaced, three additional drawer controller boards were identified as needing replacement. Those three controller boards were replaced. Once all replacements were completed, the application was launched, the hardware was reconfigured to the device, the station was rebooted, and hardware testing was performed successfully. All components functioned as expected, resolving the issue. The system functioned as intended after the field service engineer repaired the device.